Manufacturer narrative:
Date of event: date is estimated. Unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history records (lhr) could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of myocardial infarction, occlusion, and infection are listed in the hi-torque wire instruction for use (IFU) as known potential patients effects associated with the use of a wire in coronary or peripheral arteries and / or biliary tree. Based on the article information, a conclusive cause for the myocardial infarction, occlusion, hemorrhage, hypotension. Hypertension, vasoconstriction, and infection, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other devices listed in the attached post market clinical follow up evaluation report are filed under separate medwatch report numbers.

Event description:
It was reported through a post market clinical follow up evaluation report identifying the ht versaturn guide wire that may be related to the following: death, myocardial infarction, occlusion, hemorrhage, vasoconstriction/vasospasm, hypotension, hypertension, infection, failure to advance and support issues. Details are listed in the attached article, titled post market clinical follow-up evaluation report nitinol guide wires please see the attached post market clinical follow up evaluation report for specific information.